Event description:
Patient was revised to address fluid collection. Update: (B)(6) 2014 - litigation papers received. Litigation alleges pain and elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update: (B)(6) 2014 - medical records received. Patient was revised to address cysts, heterotopic ossification and corrosion. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. His complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 04/15/2014 - plaintiff¿s fact sheet was received, which identified part/lot for the stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/12/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been reopened due to receiving part/lot information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. Provided medical records indicate the femoral component was appropriately anteverted. Upon checking for corrosion, it was stated a slight amount was found and it was easily removed. It was felt that it was reasonable to keep the femoral prosthesis. The device was not explanted. A search of the complaints databases finds no other reports against the provided product/lot code combination since its release to distribution. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Explant date: the stem has not been revised. Please disregard the date submitted in the initial medwatch. Examination of the reported device was not possible as it was not returned. Provided medical records indicate the femoral component was appropriately anteverted. Upon checking for corrosion, it was stated a slight amount was found and it was easily removed. It was felt that it was reasonable to keep the femoral prosthesis. The device was not explanted. A search of the complaints databases finds no other reports against the provided product/lot code combination since its release to distribution. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.